Manufacturer narrative:
(B)(4). Sample availability unknown at this time.

Event description:
A customer contacted baxter's (B)(4) regarding a check lines and bags alarm that appeared on the homechoice (hc) display during prime. The technical service representative (tsr) advised the home patient (hp) to push in bag spikes and turn. Upon pushing the heater bag spike, the hp reported that the seal broke, so it was not fully connected before. The tsr had hp press go. The hc machine was priming and hp would connect when prime was complete. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a check lines and bags alarm due to a loose connection was not confirmed in the lab due to a lack of sample; however, based on information obtained during baxter's investigation the cause of the alarm was determined to be improper setup: one of the supply bags was not fully spiked. The lot number is unknown therefore a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.